Manufacturer narrative:
One cadd legacy 1 pump was received in fair physical condition with a cracked housing. There was no evidence of the reported issue in the event history log. The moment the device was powered up the device started double beeping. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a downstream sensor failure. There was no reported adverse event.